Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the foreign material that adhered to air/water cylinder and air/water tube could not be identified. It was unknown whether there was deviation from instruction for use in reprocessing steps for the area where the foreign material remained. There was no physical damage to the area where the foreign material resided. Therefore, a definitive root cause could not be established. The instructions for use states the detection method associated with the event in "tjf-q190v operation manual chapter 3 preparation and inspection.¿, and preventive measures in the "tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenvideoscope had air/water tube and air/water cylinder with foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the following: ceiling plate is deformed; switch box has a scratch; air/water cylinder has foreign objects; plug unit has a scratch; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; air/water tube has foreign objects; light guide lens has a crack; connecting tube has a scratch; due to annual inspection, parts must be replaced; and adhesive around objective lens has discoloration. Should additional relevant information become available, a supplemental report will be submitted.